Manufacturer narrative:
The needle was not returned for investigation. The needle lot number associated with the event remains unknown; therefore a review of the device history records could not be performed. Without investigation of the product, the complaint could not be confirmed and root cause could not be determined. The case was completed with no injury to the patient.

Event description:
This is a follow up #1 to report that the needle was not returned for investigation and the lot number associated with the complaint remains unknown. It was reported that a patient underwent a cryoablation procedure using four needles total. The first freezing cycle was completed with no issue. After the first freeze, the gas was exchanged so passive and active thaw was performed. After changing the gas, the second freeze cycle was started and it was noticed that the patient was having a muscle spasm. The needles were stopped and the spasm stopped. Each needle was started again one after the other and they were able to locate the problem to be the icerod needles in channel 1 and channel 2. The procedure was completed with the remaining two needles with no injury to the patient. The needles will be returned for investigation.

Event description:
It was reported that a patient underwent a cryoablation procedure using four needles total. The first freezing cycle was completed with no issue. After the first freeze, the gas was exchanged so passive and active thaw was performed. After changing the gas, the second freeze cycle was started and it was noticed that the patient was having a muscle spasm. The needles were stopped and the spasm stopped. Each needle was started again one after the other and they were able to locate the problem to be the icerod needles in channel 1 and channel 2. The procedure was completed with the remaining two needles with no injury to the patient. The needles will be returned for investigation.